Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.35¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. An additional observation not reported by the site that is not related to the customer reported complaint was also identified: the harmonic ace instrument was found to have a broken clamp arm. The break is located at the joint/hinge where the clamp arm connects to the main tube. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.